Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 7 months of support on the lvad, the pt experienced pump stoppages when connected to the power module. All external equipment was swapped out but pump stoppages continued. Driveline was palpated and unable to recreate alarms. A log file submitted to the manufacturer for analysis confirmed pump stoppages, high power, and high pulsatility index (pi).

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated that the patient is ongoing at home on an ungrounded power module patient cable with no further alarms or issues reported. There are reportedly no plans for the patient to have a percutaneous lead replacement or a pump exchange.